Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 1:58pm. No occlusion alarms were recoded in the black box or alarm history. The total daily dose added up correctly and accurately reflected the programmed basal rate target. During testing, the ¿ez-prime¿ steps were performed correctly; the pump reflected 24 units after a 24 hour 1unit/hour duration test. There were no errors, alarms or warnings that occurred during investigation. An occlusion alarm was simulated; the pump gave the correct audible and visible occlusion alert. A review of the pump history recorded the simulated occlusion at the correct time and date. The reported ¿absence of occlusion alarm¿ complaint was not duplicated during investigation. Unrelated to the complaint, the display screen contrast was found to be dim and reddish. Also unrelated to the complaint, the battery compartment was found to be cracked between the finger pad and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification indicating an absence of occlusion alarm issue with the pump. The patient reportedly was in hyperglycemia with unspecified ketones and tested positive to acetones. The patient reportedly did not require any medical intervention. It was noted that the patient's blood glucose (bg) went back to normal target range after a cartridge and infusion set replacement and the patient believed that the pump was not detecting an occlusion alarm. The patient reportedly resumed insulin pump therapy after the pump was replaced. There was no indication of the exact bg measurement or ketone level. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged occlusion issue that remained unresolved.